Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger/modem was not working. The battery that had been in the charger would not power up the monitor. The patient was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery board was contaminated. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. Device evaluation of battery pack (B)(4) has been completed. The reported problem (battery fault/charger fault) has been confirmed. As received, the battery was non-functional. The cause of the battery and charger faults is contamination inside the battery. The root cause of the contamination could be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger and battery pack. The patient received a replacement battery charger/modem and battery pack. Device manufacture date: charger/modem: 06/2010, battery pack: 02/2010.